Manufacturer narrative:
The tech found that the siderail center arm cover had come out of position. The tech repositioned the siderail center arm cover correctly, and the siderail functioned properly.

Event description:
Info received indicates that the left siderail could not be latched in the up position.